Event description:
It was reported that a malfunction alarm occurred with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer encountered this issue on multiple occasions. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.